Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure was attempting to treat the target lesion located in the left anterior descending artery. While advancing a 2.25x20mm promus element plus stent, "the stent came off the balloon in the guide catheter when being pushed up to the hub of the catheter." The stent did not exit the guide catheter and was easily removed. The procedure was successfully completed with the implant of two additional promus stents. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure was attempting to treat the target lesion located in the left anterior descending artery. While advancing a 2.25x20mm promus element plus stent, "the stent came off the balloon in the guide catheter when being pushed up to the hub of the catheter". The stent did not exit the guide catheter and was easily removed. The procedure was successfully completed with the implant of two additional promus stents. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. The stent was located near the hub and was found to be damaged. The tip and the lumen were also found to be stretched. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).